Event description:
Boston scientific received information that the patient implanted with this device system reported that an unspecified lead had failed, requiring an additional procedure to implant an unspecified lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.